Event description:
The manufacturer received information alleging a ventilator's screen locks up. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.